Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a disconnection between the minicap and transfer set occurred which resulted in peritonitis. There was nothing noted with the transfer set that would have caused a disconnection of the minicap. The patient was not hospitalized for the peritonitis event. One day after the connection issue, the patient was diagnosed with peritonitis and prescribed unspecified antibiotics (for two weeks, dose and route not reported) to treat this event. At the time of this report, the patient was recovered from the peritonitis event and pd therapy was ongoing. No additional information is available.